Manufacturer narrative:
Conclusions: evaluation of the first pump max revealed that the power inlet was damaged. If the back of the pump is impacted while the power cord is plugged in, the power inlet may become damaged. During functional testing, the pump was able to power on and produce the vacuum pressure within specification. The reported power issue could not be confirmed. Evaluation of the second pump max revealed a functional device. During the functional testing, the pump max was powered on and able to produce a vacuum pressure within specification. The pump was continually running for approximately 30 min without issue. The reported inconsistent aspiration could not be confirmed. Penumbra pumps are visually inspected and functionally tested during incoming quality inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: (B)(4). H3 other text : placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2019-00975.

Event description:
During preparation for a medical procedure using a penumbra system aspiration pump max 220 (pump max), the pump max would not power on or produce vacuum. The issue with the pump max was found prior to use and therefore, the pump max was not used in the procedure. A second pump max was then used; however, it was reported that this pump max produced vacuum but aspirated inconsistently. The physician was able to manage the issue with the second pump max and it was used to complete the procedure. There was no report of an adverse effect to the patient.